Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline age of the patients is (B)(6) old and the mean weight of the patients referenced in the article is (B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿ddd pacing mode survival in children with a dual-chamber pacemaker.¿ann thorac surg 2000; 70:1931¿ 4.

Event description:
A journal article was reviewed which contained information regarding implantable epicardial and endocardial leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were apparent lead fractures, lead dislodgements, loss of pacing, lead undersensing, sensing ¿dysfunction,¿ and pacing ¿dysfunction.¿ reprogramming was performed to resolve some of the issues. The status/location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.